Event description:
The account alleged pt bled out on the bed and that the blood entered into electronics and shorted the logic control board. No pt impact.

Manufacturer narrative:
No further information is available on the repair of the bed at this time.